Manufacturer narrative:
No device history records review is possible as no lot numbers were provided, nor is a device evaluation possible as all samples have been discarded at the hospital. The angiodynamics (B)(6) 2014 complaint report was reviewed for the exodus drainage catheter product family and the failure mode, " hub cracked." No adverse trend was indicated. Per reported information, cracked hubs are occurring while the patients are at home. While at home, the cleaning and the flushing of the catheters are performed by the patient. They are provided with care instructions by the hospital, however it is possible that they may be over-tightening the flush/suction device onto the catheter fitting, resulting in a cracked hub. (B)(4). Device discarded at hospital.

Event description:
As reported, multiple instances of hubs of multipurpose drainage catheters cracking, necessitating removal and replacement. End user hospital had no discrete data as to dates, upns / french sizes, lot #s. Patients have catheter placed in hospital, are discharged to their homes, return for a 1-2 week checkup and hub is found to be cracked (not able to get suction with bulb suctioning device). The patients flush device from home and clean device at home.